Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw0623 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by staff, leaking from this device while patient presented for treatment. PICC dressing changed then flushed with 30ml of normal saline PICC line flushed well with no blood return. On checking the line it was flushed-10ml normal saline and noticed new PICC dressing was wet inside. Dressing taken off and flushed again-split and fluid leaking seen at the 5cm external length mark. Line inserted l/basilic vein (B)(6) 2019. Mark at skin 9cm. Patient receiving regular chemotherapy. Line has been decontaminated as per attached advice. Slipt to line and fluid observed leaking from the line

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. The catheter extended up to the 55 cm depth marker and evidence of use was observed throughout the device. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 10 and 11 cm depth markers. Microscopic observation revealed a circumferential split near the 10.5 cm depth mark. The split was observed to be rough and granular. The split edges had a matte discoloration. Additional kink locations were observed at the 13 and 18 cm depth markers. The catheter was cut near the split location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The characteristics of the split and presence of kink locations along the catheter shaft suggests repeated kinking was a likely contributing factor for the reported event. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recw0623 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by staff, leaking from this device while patient presented for treatment. PICC dressing changed then flushed with 30ml of normal saline PICC line flushed well with no blood return. On checking the line it was flushed-10ml normal saline and noticed new PICC dressing was wet inside. Dressing taken off and flushed again-split and fluid leaking seen at the 5cm external length mark. Line inserted l/basilic vein (B)(6) 2019. Mark at skin 9cm. Patient receiving regular chemotherapy . Line has been decontaminated as per attached advice.slipt to line and fluid observed leaking from the line